Manufacturer narrative:
The welch allyn pediatric/infant scale is intended to be used by clinicians for weighing patients from 0.35 oz to 44 lbs (10 g to 20 kg) and measuring patients up to 32 inches (81 cm), depending on the size of the scale cradle. The customer did not return the device for inspection. A replacement power cord was shipped to the customer. Although there was no adverse event reported, if a power cord/supply were to be damaged with exposed copper wires it could lead to a serious injury or death. Baxter is reporting this device malfunction.

Event description:
Customer reported the cord was separated at the power supply and wires were showing.